Event description:
The facility reported a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use. It was further reported that the bag became disconnected during use. A baxter technical service representative (tsr) had the customer recycle power and the alarm cleared. There was patient involvement but no patient injury, adverse event, or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. This complaint for a report of a system error 2240 during the dwell stage is confirmed because the home patient indicated the supply bag became disconnected without falling, which is a known cause of this type of alarm. The cause for the disconnection was not determined. Should additional relevant information become available, a follow-up report will be submitted.